Event description:
A report was received on 08 dec 2023 from the home therapy nurse (htn) of a 68 year old female patient with a medical history including diabetes and end stage renal disease, who stated blood was observed leaking from the cartridge during a home hemodialysis treatment on 04 dec 2023. Additional information was received on 08 dec 2023 from the htn, who stated the patient did not experience any symptoms related to the issue and no medical intervention was required, patient has resumed therapy with the nxstage system.

Manufacturer narrative:
The cartridge was discarded and not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.